Event description:
During surgery, it was found after opening the lid of the blister package that the inner blister package was stuck (or adhered) with the outer blister package, thus the implant could not be used. A back-up product was used. This is the same event as (B)(4).

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.